Event description:
Related manufacture reference number: 2017865-2022-15585. Related manufacture reference number: 2017865-2022-15587. It was reported that the patient presented during implant procedure. During procedure, it was noted that the atrial lead, right ventricular lead, and left ventricular lead dislodged after fixation and exhibited high capture thresholds. All three leads were not installed and the procedure was completed using alternative leads. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement and high capture threshold were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical test, x ray examination, and visual inspection did not identify any anomalies.